Event description:
It was reported that the inner body tip on the stent stabilizer system separated upon withdrawal of system after stent deployment. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The stent was not returned as it had been implanted. Visual and microscopic inspection of the device found that the distal 4cm stent stabilizer was returned detached from the device. The delivery catheter was kinked at 16cm from the distal end and the distal tip/ radio opaque (ro) marker of the delivery catheter was noted to be flattened. No other anomalies were noted. During functional testing, the stabilizer and the delivery catheter were flushed without difficulty and resistance was experienced as the stabilizer was advanced and retracted through the delivery catheter. During the patency test, resistance was experienced at the distal tip of the delivery catheter. Information available indicated that the device was confirmed to be in good condition prior to use and the device was prepared as per the dfu. Based on the information provided and investigation results, it is possible that the device was damaged during removal from the patient during use. It is likely that procedural factors contributed to the reported and observed damages limiting the performance of the stent during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
It was reported that the inner body tip on the stent stabilizer system separated upon withdrawal of system after stent deployment. There were no reported clinical consequences to the patient.